Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified check clutch error. During functional testing the check clutch error was found during the occlusion test. Clutch halves and lead screw were found popping and slipping due to normal wear. The root was due to normal wear as the pump is over 5 years old. Replaced clutch halves and lead screw and performed preventative maintenance and all the functional testing. Additional information h3, corrected data: correction d1.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited travel coarse error. No patient injury reported.